Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: yamazaki, h. Et al., comparison of corneal endothelial cell density reduction between primary open angle glaucoma and pseudo exfoliation glaucoma patients at 3 years after ex press surgery. Int ophthalmol. 23 july 2024; 44:333. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following a glaucoma shunt implant procedure, the device was occluded. Yag laser was performed for occlusion. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at investigation site for evaluation for the report of corneal endothelial cell density decreased after the surgery and yttrium aluminum garnet (yag); therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).